Event description:
It was reported that the insulin pump alarmed low battery, no delivery and had off no power. Customer's blood glucose during low battery event was 120 mg/dl. Customer stated that replacement battery cap did not resolve the issue. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. Off no power and low battery alarm functioned properly. Insulin pumpt passed displacement test, rewind, basic occlusion, prime/compromised force sensor system and no delivery tests. No excessive "no delivery" alarm noted. Insulin pump had corroded battery tube, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip and minor scratched lcd window.